Event description:
During a device interrogation following the implant procedure, an increased in capture threshold resulting in a loss of capture and a decrease in pacing impedance were observed on the right ventricular (rv) lead. A revision procedure was performed to reposition the rv lead. The pacing impedance increased. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Destructive analysis was performed and visual inspection found damage to the inner insulation consistent with over tighten suture at the suture tie impression region. The cause of the reported events of loss of capture and low pacing lead impedance was isolated to the damaged inner insulation consistent with over tighten suture tie. X-ray examination did not find any indication of conductor fractures.